Manufacturer narrative:
Concomitant medical products: 6936110 lead, implanted: (B)(6) 1995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) lead was fractured near the tie down in the left infraclavicular region. The lead was extracted and not replaced since it had been determined that the patient did not need ICD therapy since 2009. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.